Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found that the pump had a damaged lens and there was no evidence of the the reported issue in the event log. Powering the system on, the device was found to be fully functional. The original issue could not be replicated. There was no fault found with the system.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 42224. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.